Manufacturer narrative:
H.11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device that was the issue was the communicator not the implantable neurostimulator (ins). Rep said they misreported earlier information, no device was replaced. Rep was walked through how to reset the communicator and was able to continue to use it without issue, there was no problem with the ins. Rep does not know the serial number of the device that was used.

Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states pt (asked, unk) is having a 'hard time' getting 'it' (ins presumably) to talk to the handset. Agent reviewed considerations for caller, caller notes he is set to meet with pt on the day of the call. Additional information was received from the manufacturer representative (rep). Rep reported that no patient was involved in this event and the device malfunctioned prior to being used on a patient. Rep reported that the device did not function at all and would not turn on. Rep reported they opened a new unit and moved on down the road. Rep swapped the device out for a functioning unit. The information has been confirmed with the physician.